Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion was procedure related.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, pericardial effusion occurred. While ablating in the left atrium with a therapy cool flex, the pt became hypotensive. A small pericardial effusion was diagnosed with an echocardiogram. The pt was sedated at the time and displayed no further symptoms. The pt's blood pressure recovered on its own w/o any intervention. The procedure was aborted. There were no performance issue with any sjm device.